Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low batt alarm due to blank display. Unit had broken battery tube threads.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was 118 mg/dl. Customer also stated that the battery compartment plastic was missing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.